Manufacturer narrative:
The insulin pump had cracked battery tube threads, reservoir tube, reservoir tube lip completely broken off and minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of cracks near reservoir window of the insulin pump. The customer's blood glucose reading was unknown. The customer will return the pump for analysis.